Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle had, "excess of silicone which generates the peeling of the display, bar codes, and ean codes." This occurred on 49000 separate occasions but the date/time and or patient information is unknown.

Event description:
It was reported that a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle had, "excess of silicone which generates the peeling of the display, bar codes, and ean codes." This occurred on 49000 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: customer returned photos of shelf cartons from lot # 7170874. Customer states that there is an excess of silicone which generates the peeling of the display, bar codes, ean codes. The attached photos were examined and exhibited excess glue on the bottom surface of the shelf carton which could cause the shelf carton to be torn. A review of the device history record was completed for batch # 7170874 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause: excess glue used during formation of the shipping carton.